Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element plus, mr, ous 2.50 x 24 mm stent delivery system was returned for analysis. A visual examination of the stent found that the stent struts were lifted and pulled in a proximal direction on the 1st proximal stent strut row. The undamaged stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 11jan2019. It was reported that crossing difficulties were encountered. The target lesion was located in the tortuous left circumflex artery. A 2.50x24mm promus element plus stent was advanced but failed to cross the lesion despite multiple attempts. The procedure was completed with a non-bsc device. No patient complications nor injuries were reported. However, returned device analysis revealed stent damage.